Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Thrombus and worsening heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was admitted on (B)(6) 2017 for worsening heart failure symptoms and volume overload. Patient was receiving dialysis daily for volume removal. It was stated that the left ventricular assist device (lvad) pump speed increased throughout last week with no improvement. It was stated that log files were sent to manufacturer. It was then determined that there could be an obstruction or kinking of the outflow graft. The team is deciding on what next to do. No further information is available at this time.

Manufacturer narrative:
Other product involved in this event; 1001895628 - outflow graft / catalog number 1125 / expiration date: 31/05/2019. Di# (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, not returned to manufacturer. Device manufacture date: 12/08/2014 labeled for single use: no. (B)(4). (B)(4) and outflow graft were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event of "high power" was confirmed via log file analysis which revealed a rise in power consumption on (B)(6) 2017; however, parameters were below normal operating range. 13 high watt alarms were logged since (B)(6) 2017 and 101 low flow alarms were logged since (B)(6) 2017. Of note, site conducted a CT angiography which revealed a kinking of the outflow graft proximal to the anastomosis at the aorta. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the low flow alarms can be attributed to the reported kinking of the outflow graft. Based on risk documentation, the possible root causes of the reported high power may be attributed to multiple factors including but not limited to thrombus formation/ingestion, inappropriate setting of the alarm threshold, and high flows. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause can be attributed to the patient, pharmacological influences, and procedural factors that may have contributed to this event including the kinked outflow graph. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.